Manufacturer narrative:
(B)(4). Additional information: product surveillance contacted the peritoneal dialysis clinic nurse on (B)(6) 2011. The nurse could not identify the patient who was on the cycler at the time of the event, however, the nurse stated that she was not aware of any overfill symptoms or complaints around the time of the occurrence of the iipv. No further information is available. Of the initial medwatch contained the incorrect occurrence date of (B)(6) 2010, the correct occurrence date is (B)(6) 2010. Evaluation summary: the product analysis lab evaluated the device. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intra-peritoneal volume (iipv) that was discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain - false empty detect at initial drain. A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 1. The patient's ultrafiltration was 954ml. Indicating the patient drained 954ml greater than the largest prescribed fill volume of 1500ml. This meets iipv criteria. No patient injury or medical intervention was reported. No further information is available and the patient could not be identified. Should additional information become available a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, has not yet been completed. A follow up medwatch will be submitted upon completion of the evaluation.